Event description:
The pt contacted lifescan (lfs) alleging that the control solution fell out of range. The pt uses the control solution once a week. The pt received a 139 using the control solution. The meter was set to the correct unit of measurement (uom) and the meter was coded properly. The test strips were not expired and were in good condition. The pt contacted a medical professional for advice and did not receive any treatment. While troubleshooting with customer services, the test strips failed twice using the control solution. Customer service sent the pt a replacement meter, strips and control solution.